Manufacturer narrative:
H6-final analysis-vvi reset occurred, unable to program; mechanism-microprocessor lsi anomaly; component-lsi.

Event description:
Information received from the field does not address the patient's clinical status but notes that device exhibited dashes (-- -) for many of the programmed parameters. The device was programmed to emergency vvi, but otherwisse re- mained unprogrammable and was pacing at high outputs. Sub- sequently, the device was replaced.~